Event description:
It was reported that "the way that the device is packaged (the colored top) looks just like propofol. Propofol is a drug that puts people to sleep and is very hazardous. The color is milky. It is packaged just like it. Would like to request it to be changed to a different color." This was noted during unpacking and there was no patient consequence due to this.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was determined to be user preference as per the "differences in the rotaglide packaging and the current rotaglide vial: there is no blue background in the top portion of the rotaglide label and there is a blue background on the propofol." (B)(4).